Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported prior to PICC catheter puncture, a puncture sheath rupture was discovered when checking for product integrity after pre-filling the catheter by the placement hand, resulting in additional consumption of consumables. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed and was determined to be manufacturing related. Two 4f sl groshong nxt clearvue basic kits were returned for evaluation. A microscopic evaluation of the samples showed a relatively large, even, and straight split at the distal tip of the introducer sheath on both returned samples. No additional damage was observed on the sheaths. No use residue was observed on either sample. The tips of the introducers appeared to be irregularly formed. The manufacture plant determined that this was a low occurrence with no further action required at this time. This complaint will be recorded for future trending and monitoring purposes.